Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Subsequently, a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Customer's blood glucose level was 193-258 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy.